Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that stable angina pectoris occurred requiring treatment. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the middle right coronary artery (rca) extended up to distal rca with 100% stenosis and was 70 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilation and placement of a 2.50 mm x 38 mm synergy stent system. Following post-dilation, the residual stenosis was noted to be 0%. Ten days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Five days later, the event was considered to be recovering/resolving, and the subject was discharged from the hospital.